Event description:
The product was returned for an unknown reason. No documentation was provided as to its return and additional information was requested. It was reported that the pump had failed and the patient had experienced withdrawal syndrome and underdose symptoms. The pump had a motor stall that never recovered. It was unknown if diagnostic testing or troubleshooting was performed. It was also unknown if the issue was resolved or the cause of the motor stall determined. The pump was explanted. A replacement device was to be implanted in the future. At the time of the event the patient's status was reported as alive-no injury. This device system delivered morphine and ¿bupi.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed motor gear train corrosion and-or wear and-or lubrication, and motor gear train stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.